Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-24212. It was reported the pt experienced a headache one day after her permanent implant procedure. X-rays revealed no anomalies. No signs of a cerebrospinal fluid (csf) leak were noted during the implant procedure. A blood patch was performed and the pt's headache was subsequently resolved.